Manufacturer narrative:
The complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
A complaint was received regarding the tego connector that experienced no flow due to breakage. The patient involvement is unknown. It was reported that membrane of tegos breaking causing blockage requiring tego to have to be changed more frequently than one-week policy.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 1 aug 2025 has been used as a placeholder. D4. Lot# 13963968 was provided by the initial reporter, but this number was not found in this system. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted. E1 additional contact: canada. (B)(6).